Event description:
According to the reporter: the instrument did not fire. Opened a second one and same thing occurred. The third one that was opened worked.

Manufacturer narrative:
(B)(4). This reported lot number is subject to the recall initiated on february 8, 2010.